Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6). Device requested for return but will not be returned.

Event description:
The customer complained of questionable glucose results for 1 patient when the results were compared between two accu-chek inform ii meters and the patient's personal glucometer. The type of glucometer the patient was using was not provided. At 7:06 am the glucose result from the inform ii meter serial number (B)(4) was 12.9 mmol/l. The patient doubted this result and tested with his own glucometer and the glucose result was 6 mmol/l. At 7:12 am using another inform ii meter serial number (B)(4) the glucose result was 5.8 mmol/l. The glucose result of 5.8 mmol/l was deemed to be correct. There was no allegation of an adverse event. Four hours after the erroneous results, the customer tested two levels of liquid control controls on both inform ii meter. The results were acceptable. The meters and test strips were requested for return. The customer stated they will not be returning any materials and believes there may not have been any issues with either the inform ii meters or the test strips. The investigation is currently ongoing.